Manufacturer narrative:
Additional information - the patient later received a pump exchange on (B)(6) 2017 due to suspected thrombus. This was reported under MFR report # 2916596-2017-02175. Thrombus was confirmed during evaluation of the returned pump, however, a correlation between the observed thrombus and the reported hemolysis two months prior could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A specific cause for the reported elevation in the patient's lactate dehydrogenase level at the time of this event could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that on (B)(6) the patient experienced hemolysis. The cause of the hemolysis was unclear. No further information was provided.